Manufacturer narrative:
(B)(4). During baxter's eval of the device it was discovered that the following keys are inoperable: #5, #7 and the #9 key. This is caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters, the following was observed: when any of the remaining functional keys are pressed an automatic output of the #5 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 15 will be displayed, alphabetically: when the "abc" key is pressed, am will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
During baxter's eval a device was found to have a keypad anomaly.